Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event w/o device examination. However, although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be reopened.